Manufacturer narrative:
.

Event description:
It was reported that during a pulse generator change out procedure, upon opening the pocket using electrocautery, inhibition of pacing occurred which led to asystole. During asystole, the patient was dizzy and diaphoretic and external pacing was enacted due to the patient being pacemaker dependent. The device was explanted and replaced. The patient was fine post procedure.